Manufacturer narrative:
The impella 2.5 was returned for analysis. The data logs were not, as the pump was never turned on and there was therefore no data collected. The investigation of the device, introducer, and dilator were conducted and completed. The device was compared to another 2.5 sample product to compare and evaluate the 2.5 in question's rigid length. The length was confirmed to be within specification. The cannula of the 2.5 impella did have some damage at the outflow cage. The sheath had been peeled away, but there were some signs of damage along the length of the sheath. The damage could have been caused during the multiple manipulations and product exchanges. The failure to advance the impella 2.5 may have been due to the presence of peripheral vascular disease. The facility did share a fluoroscopic image with abiomed as part of the investigation and there is tortuosity present. This degree of tortuosity had prompted the physician to ask for another sheath, a cook 14fr x 30cm, but the facility had none in stock. The physician had shared with the abiomed representative that the interaction of the tortuosity, motor, and sheath may have cause the perforation. In conclusion, there were no issues observed with the returned impella 2.5 which could have contributed to the reported issue. The perforation was most likely due to the tortuous native anatomy and inclination of the sheath. The failure mode is low risk due to very low occurrence, but will be monitored and tracked. This medwatch report is being submitted as a replacement report, as the first report was inadvertently submitted without being sequentially numbered, but was submitted on october 26, 2016 as 1220648-2016-0000, instead of 1220648-2016-00034. The october 26, 2016 MDR was resubmitted with the correct sequentlail MDR number of 1220648-2016-00034, but was submitted to the emdr test environment. (B)(4).

Event description:
The customer reported that on (B)(6) 2016 they were treating a (B)(6) male for an elective angioplasty to known diseased left main and circumflex arteries in the cardiac cath lab. The decision was made to utilize an impella 2.5 for support during this high risk pci. The first impella pump would not function after being inserted into the left ventricle. The pump was explanted to swap out for a new 2.5 pump. The second 2.5 pump was setup and inserted through the originally placed abiomed 13fr introducer sheath. The device was unable to be advanced through the sheath and upon fluoroscopic examination there was an observed kink in the sheath. This kink is suspected to have been due to peripheral vascular disease, specifically calcified iliofemoral vasculature. The team was unable to remove the 2.5 device through the sheath without sheath movement so, the team peeled away the 13fr sheath and placed an 8fr sheath. The .018 wire was used to maintain vascular access. There were multiple wire exchanges done by the team to facilitate advancement to no avail. The team then did a fluoroscopy run with contrast and discovered a perforation. To treat the perforation, and tack up the arterial wall, the physician performed a contralateral ballooning five times. After the fifth balloon inflation there was a fine angiographic result. In addition to the ballooning the patient did receive 2 units of blood product. The patient had a fine recovery without the need for any additional support or intervention.